Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the tacks during a laparoscopic umbilical hernia, the tacks were able to be fired normally and was able to penetrate the tissue. The tacks were also able to hold correctly only the tissue but the shaft broke after firing eight tacks. There was no patient injury.